Manufacturer narrative:
Based on the results of the investigation, the image issue was likely due to an electrical and stress problem. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the colonovideoscope exhibited a black image. There was no patient involvement.